Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump was not delivering insulin. The customer experienced a high blood glucose level and had to go back on pens. Customer's blood glucose level was not reported. The device was not returned.